Event description:
It was reported that a patient presented during the follow-up. Externalized conductors were noted under fluoroscopy on the lv lead. No signs of electrical malfunction were noted. The lead remains implanted and in use.